Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the cannula dislodging. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. A root cause for the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level reached 18 mmol/l (324 mg/dl), while wearing the pod between 5 and 24 hours. The pod was reportedly leaking insulin, and when removed from the infusion site (abdomen), the cannula was found to be dislodged. Treatment information was not provided.